Manufacturer narrative:
(B)(4). Added additional information. Batch # l91m1y. (B)(4). Conclusion: the er320 was returned in good visual condition, partially fired with clip in jaws, the cycle was completed and the clip was properly formed, the next clip was properly fed and it was removed in order to measure jaw width and it was found within specification. A bag with one malformed clip was returned along with the device. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, when the surgeon tried to fire the device, one of the clips in it stuck. The surgeon discarded existing one and took out another new one. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4).